Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2021 a patient (pt) reported left eye (os) tearing, redness, and pain like shards of glass, while wearing a trial acuvue oasys¿1 day with hydraluxe" technology brand contact lens (cl). The pt contacted an optometrist, who is a friend, in (B)(6) 2021 via webcam and sent pictures of the os. The optometrist thought it may be an ulcer, but advised a diagnosis could not officially be given without an exam. The optometrist prescribed ofloxacin, every 2 hours for 1 week, then every 4 hours for 1 week. The pt reported the eye drops did not help and resumed cls wear with purchased lenses. The pt never saw the optometrist in the office. No further information was provided. On (B)(6) 2021 a call was placed to the optometrist who reported the only communication with the pt in (B)(6) 2021 was via text message. The pt texted the optometrist a picture of the os and requested eye drops for the very red and irritated eye. The pt reported light sensitivity and burning that hurts so bad that the pt was unable to wear cls. The pt does not sleep in cls. The optometrist assumed the pt had an ulcer but advised that it could not be confirmed without an eye exam. The optometrist treated as an ulcer and prescribed fluoroquinolone eye drops q2h while awake for 2 days, then qid for 1 week. The optometrist instructed the pt to visit the office immediately if no improvement in 2 days. The optometrist did not hear back from the pt. No further information was provided. No additional information has been received. This event is being reported as a worst-case event as the diagnosis was not confirmed by an eye exam. The lot number is unknown. The suspect os cl was discarded. No further investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.